Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reports to have received a lost sensor and found that cannula was bent. Customer also reports to have received a no delivery alarm and motor error alarm while giving a bolus delivery. During troubleshooting, it was found that customer was exposed to radiation everyday due to work. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer was advised that sensor and serter would also be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).